Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient's mother described the skin reaction as a dry, red, raw, itching, peeling, malodorous blister on the right leg. Sensor was inserted at the leg on (B)(6) 2015. Patient treats the affected area with hydrocortisone 2.5% cream. Patient was prescribed this medication over a year ago for eczema, not related to dexcom use. At the time of contact, patient's mother reported some discoloration, but no permanent scar from the rash. No additional event or patient information is available.